Manufacturer narrative:
(B)(4): baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
The reported condition of failure code channel b failure code 808:02 was confirmed but not duplicated. The reported condition was due to a faulty channel b pump head module. The channel b pump head module was replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a channel b failure code 808:02. It is unknown when this event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.